Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis, gravida ii, parity 2, hernia repair, ear operation and cesarean section. Previously administered products included for an unreported indication: microgestin from (B)(6) 2013 to (B)(6) 2015, lo loestrin from (B)(6) 2012 to (B)(6) 2012, yaz in 2010 and albuterol in 2000. Concurrent conditions included seizures, bloating, allergic reaction to analgesics and paratubal cyst. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. The patient was treated with surgery (pelvic surgery / partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and fatigue outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. The reporter considered dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on an unknown date hysterosalpingogram test was performed. On an unspecified date, ultrasound in pelvic: no acute abnormality seen. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming: dyspareunia., menorrhagia, dysmenorrhea, pelvic pain". Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirmed. Plaintiff demographics, historical drug, historical condition and concomitant disease added. Essure indication updated and stop date added. New events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse) were added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (pelvic surgery on (B)(6) 2015). At the time of the report, the pelvic pain, genital haemorrhage and fatigue outcome was unknown. The reporter considered fatigue, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.